Manufacturer narrative:
Follow-up #1: date of submission 26-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed loss of prime events had occurred. The rewind, load, and prime steps were performed successfully. The force sensor calibration test confirmed the force sensor was detecting the correct force. No loss of prime alarms occurred during testing. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the original complaint, the battery compartment was cracked alongside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.